Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause for the foreign material remaining in the device was attributed to the customer not changing the water filter per the instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) IFU chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for physical evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. While the device was not returned, it was confirmed that the gastrointestinal videoscope was reprocessed in an endoscope reprocessor which did not have its water filter replaced at the recommended monthly time period. The water filter failed to have been replaced in accordance with a frequency of at least once a month, which is recommended in the instruction manual. This issue is addressed in the instructions for use (IFU): regarding instructions, operation manual for oer-3 chapter 7 ¿routine maintenance¿ section 7.2, replacing the water filter (maj-2317). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope was used with a olympus endoscope reprocessor that received an e01 error code (filling the basin with water took too long). The facility confirmed that the water filter had not been replaced in over a month. There were no reports of patient harm. This report is linked to the patient identifier (B)(6).